Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in the emergency room with several pacemaker-mediated tachycardia episodes. Programming changes were made. Further information is not available.